Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level, felt like nausea and vomiting. Upon removal of the infusion set, it was found to be bent. Moreover, she had slight pain at the site location. At the time of incident, her blood glucose level was 596 mg/dl, which she tried to treat with a manual shot. Subsequently, on (B)(6) 2019, she was hospitalized due to hyperglycemia and diabetic ketoacidosis. During hospitalization, she received some medication intravenously (drug name unknown). Reportedly, the patient was taking antibiotics since she was hospitalized. The patient was released from the hospital on (B)(6) 2019. Moreover, on the day of this report (10-oct-2019), she reported that since (B)(6) 2019, she experienced high blood glucose level. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.